Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. A device history review was done and passed all the post sterile inspection checks.

Event description:
The complainant reported that the decision was made to move patient support from an impella 5.5 to impella rp flex for a patient. However, the impella rp flex did not improve the patient's condition. The patient arrested on the table before the impella rp flex was placed requiring multiple shocks, return of spontaneous circulation was noted but blood pressure was never recovered. The impella rp flex was placed and the patient was taken to the intensive care unit. Multiple high dose vasopressors were given and a second dose of cyanokit was given which did not help the patient hemodynamically. Per physician, the patient was not an extracorporeal membrane oxygenation candidate. The family ultimately withdrew care on this critically ill patient later that evening. Pumps were not saved and the patient expired.

Manufacturer narrative:
Medical safety officer reviewed the event and noted the following: physiologically depleted patient in cardiogenic shock on multiple devices. There is no documentation that the ectopy was of clinical significance given the documentation at hand. The event is being filed as death because the device (in this case the impella 5.5) cannot be excluded, although the impella devices are highly unlikely associated based on the patient's condition. As the ectopy is more likely to come from the impella 5.5 versus the impella rp flex, the impella 5.5 is death type of reportable event, and the impella rp is serious injury. Change in reportability: after review of the case by medical safety, it was determined the impella rp flex is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Additional correction made for the report was concomitant device impella 5.5 was added to section 10 accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this impella rp flex report is one of two devices associated with the event. Refer to the related manufacturer report number in h10 for the report on the impella 5.5.